Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that every time the ventricle was paced, the patient felt an uncomfortable sensation. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that every time the ventricle was paced, the patient felt an uncomfortable sensation. The device was reprogrammed and the lead remains in use. Approximately six months later it was reported the patient experienced "shocks of pain" during the device interrogation and whenever a remote transmission is performed. During the interrogation, patient stated the pain "took her breath away". When the programming head was removed during the interrogation, the pain resolved. Patient has been symptomatic to any type of ventricular pacing, even at low outputs. Transtelephonic monitor, ventricular capture management, and chronic lead trend were turned off at the last interrogation. No further patient complications have been reported as a result of this event.